Event description:
It was reported that the patient was having difficulty charging the ipg and experienced inadequate stimulation. The patient underwent a revision procedure.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg and experienced inadequate stimulation. The patient underwent a revision procedure. Additional information was received that the removed the old leads and ipg were removed.

Event description:
It was reported that the patient was having difficulty charging the ipg and experienced inadequate stimulation. The patient underwent a revision procedure. Additional information was received that the removed the old leads and ipg were removed. Additional information was received that the explanted product was not returned. No further information has been obtained despite good faith efforts.